Event description:
It was reported to philips that the system had a geometry movement failure. The system was in clinical use. No user or patient harm has been reported. Philips has started an investigation regarding the reported issue.

Manufacturer narrative:
Philips has investigated this complaint. According to the information collected the procedure was canceled and arranged to be performed on another device. It was reported that geometry cannot move during use. Upon further inspection, philips field service engineer (fse) inspected the system onsite and found the geo ipc failed to boot up. The defective geo ipc was returned for failure analysis and confirmed the cmos battery was taken out before shipping due to export restriction, and the motherboard was defective. Fse replaced the geo ipc and reinstalled operation system and applications. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.